Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent alert from their receiver and an adverse event. The patient's nurse practitioner contacted dexcom to report that the patient experienced low blood glucose (bg) of less than 30mg/dl two nights in a row and with no alerts from the receiver. It was reported that the patient's husband thinks that the patient got up to eat after hearing their alarm on their smart phone. The patient got up and went into the kitchen but was confused and didn't eat anything which caused her to have a low event. At around 11:45pm, the patient's husband woke up and heard the patient mumbling incoherently. The patient's husband immediately fed the patient cake frosting and checked their blood sugar around 12:00am. The patient's blood sugar reading was 21mg/dl. The patient's husband kept feeding the patient cake frosting and attempted to get the glucagon ready. However, the patient's husband was having trouble preparing the glucagon and was close to calling 911. At 12:15am, the patient's blood sugar was at 27mg/dl and the patient then started to recover. Patient's husband indicated that the receiver did not alert until the patient's bg started to increase. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. Open receiver and measure speaker resistance: pass, 7.46 ohms. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.